Event description:
Artelon cmc spacer explanted from patient due to pain six months after implant surgery. Sample was returned in a container to sbi, not in formalin. Product could not be tested.

Manufacturer narrative:
Insufficient information to assess the cause of remaining pain.